Event description:
The port was inserted in 2003 and the catheter was noted to be separated from the port in 2005. The catheter was replaced. There were no reported pt complications.

Event description:
It was reported that the port was inserted in may 2003 and the catheter was noted to be separated from the port in april 2005. The catheter was replaced. There were no reported patient complications.